Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as seeping liquid blisters. The patient has known allergies but did not specify to what. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed hydrocortisone and stated he believes the patient is allergic to nylon or elastic. Follow up indicated the irritation improved.